Event description:
Nxstage crrt machine started to alarm that fluid was too warm. Fluid warmer in use and dial at the 12 o' clock position per instructions. Then the night rn and pcc noticed that the therapy fluid stopped, and the machine seemed to be just running the blood pump.